Manufacturer narrative:
Batch review performed on 30 june 2025: lot 2420210: (B)(4) items manufactured and released on 15-nov-2024. Expiration date: 03-nov-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 3 months from the primary surgery, the patient reported discomfort and instability. The surgeon identified that the tibial component was excessively externally rotated due to malpositioning during the primary surgery. The tibial component was revised with internal rotation correction, and the insert was upsized to improve joint stability. The surgery was completed successfully.